Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test.

Event description:
It was reported that the insulin pump had a keypad anomaly and a button was unresponsive. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.